Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer¿s mother reported via phone call that they experienced low blood glucose level. Customer's blood glucose value was 34 mg/dl, at the time of incidence. Customer's other blood glucose level was 35 mg/dl. Customer was treated with food for low blood glucose level. Customer did not allege that the insulin pump was over delivering. The insulin pump had no damage on pump case and the retainer ring was also fine. Customer was not using auto mode at the time incidence. The insulin pump passed displacement test and self-test. The insulin pump will not be returned for analysis.